Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles experienced 6 cases of being unable to deliver insulin/medication and 6 cases of leakage. The following information was provided by the initial reporter: consumer reported needle clog with about 6 pen needles from current box. Stated the needle appears to be blocked and it is also hard to press the button down on his pen. Stated during one injection the medication also squirted out all over him. Consumer does not prime before injections. Lot # 0176839, cat # 320122.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label or outer cover. Customer states that the needle clogged, it is also hard to press the button down on his pen and that during one injection the medication also squirted out all over him. The returned pen needle was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd ultra fine¿ pen needles experienced 6 cases of being unable to deliver insulin/medication and 6 cases of leakage. The following information was provided by the initial reporter: consumer reported needle clog with about 6 pen needles from current box. Stated the needle appears to be blocked and it is also hard to press the button down on his pen. Stated during one injection the medication also squirted out all over him. Consumer does not prime before injections. Lot # 0176839, cat # 320122.